Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient stated she was at a plant nursery and passed out in her car due to high blood glucose (bg) levels while the receiver had signal loss. The cashier then called 911 and an ambulance took her to the hospital. She remained unconscious for several hours and does not know what treatment or medications were provided. At the time of the report she was recovered and doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.